Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was missing pixels. Customer experienced an elevated blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, the customer delivered a correction bolus via pump to address bg. Customer reverted to an alternate method of insulin therapy.